Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. The patient has difficulty recharging their ins due to the ins position. The ins has been discharged since the first week of july due to the recharging difficulty. The rep noted that the ins was not overdischarged. The rep stated that the doctor may do a revision to move the ins. No further complications were reported/are anticipated.